Event description:
It was initial reported to boston scientific corp that the extractor rx retrieval balloon was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the balloon had a pin-hole leak and would not inflate. The procedure was completed with another extractor rx retrieval balloon. There was no report of pt complications or injury due to this event. Post procedure, the pt was reported to be good. This event has been deemed a reportable event based on the investigation results; longitudinal tear.

Manufacturer narrative:
A visual examination of the returned device revealed the protective sleeve was missing from the device. The stopcock was returned with the unit. The profile of the balloon was relaxed and the balloon was torn longitudinally. This failure occurs due to contact with a sharp exterior source such as a calcified lesion, surgical staples or sutures, etc; or as a result of damage to the balloon during insertion through the scope. Therefore, the most probable root cause of this event is operational context. A device history review was performed and no anomalies were identified related to this complaint. A lot history review was performed which did not reveal any other complaints associated with this issue.